Manufacturer narrative:
The patient pack is used to safely secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only heartware supplied components with their heartware system. Users are instructed that the patient pack can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warns to not used a clothes dryer and to make sure that the pack is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to heartware. The waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device failed visual inspection and functional testing due to the clip of the waist pack was broken and unable to safely secure, store and carry the controller and batteries. The most likely root cause of the reported event can be attributed to the clip of the waist pack was broken and unable to safely secure, store and carry the controller and batteries. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the event was not associated with the dropping/damage of the controller or power sources and no reported patient consequence. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is a duplicate of 3007042319-2017-01001. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that a patient's waist pack was seen to be worn. The patient received the waist pack ten months ago and it was noted to have fraying on one of the battery pockets along with a hole. In addition, the fastener/buckle for the waist band is broken and no longer stays on the patient. The waist pack was exchanged with no reported patient consequence.